Manufacturer narrative:
Follow-up #1: date of submission: 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten with no alarms observed relating to the original complaint. The rewind, load and prime steps were performed correctly and successfully with no alarms. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that there was an unspecified loss of prime issue with the pump. An attempt to contact the patient has been made. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.